Event description:
Patient presented to the physician with chest pain. Physician brought the patient into the or and while dissecting the sense lead to reposition it, physician inadvertently cut the stimulation lead. Physician repositioned the sense lead, removed the stimulation lead, placed a new one, and closed.